Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch that was reported to have leaked intralipid infusate from the inline filter somewhere around december 1, 2023. The lipids leaked on the patient multiple times through the course of 24 hours. There was patient involvement and no harm reported, however, there was a non-life threatening delay in patient care.

Manufacturer narrative:
Two used 125390490 primary plum sets were received for inspection. The filter vents on the 1.2 micron filter were wetted out with prior infusate. Each set was leak tested per product specifications. There was leakage from the outlet filter vent on sample 1. There was no leakage on the second returned sample device. A green dye test was done on sample 1. The leak came from a small centralized location. The reported complaint can be confirmed on one of the used samples. The damage is typical of a electrostatic discharge to the filter vent. The source of the electrostatic discharge build up is unknown. Filter vent leaks are currently under further investigation at the manufacturing site. The lot production history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.d3 - manufacturing plant country: costa rica.

Manufacturer narrative:
One new 125390490 primary plum set was returned by the customer for inspection. The filter vent on the 1.2 micron filter was wetted out with prior infusate. No damages or anomalies were identified on this new returned set. The set was leak tested per product specifications. There was leakage from the outlet filter vent on the new set. A green dye test was then performed. The leak came from a small centralized location. The reported complaint can be confirmed on the returned new sample. The damage is typical of a electrostatic discharge to the filter vent. The source of the electrostatic discharge build up is unknown. Filter vent leaks are currently under further investigation at the manufacturing location. The lot production history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D3: manufacturing plant country: costa rica.